Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open partial gastrectomy. During the duodenal stump and stomach resectioning, the staples did not deploy from the loading units. There was surgical intervention required because the tissue had to be hand sutured. There was no extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open partial gastrectomy. During the duodenal stump and stomach resectioning, the staples did not deploy from the loading units. The incision was extended due to the product issue. Followed up if the incision was extended more than 1 inch. There was surgical intervention required because the tissue had to be hand sutured. There was no extension in surgical time.